Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones and a battery depletion (bd) error code was observed upon interrogation. A replacement procedure was scheduled for later in the month. No adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones and a battery depletion (bd) error code was observed upon interrogation. A replacement procedure was scheduled for later in the month. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not expected.